Event description:
It was reported that the ventilator had o2 concentration issues. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had o2 concentration issues. Five different ventilators were switched out with the same issue for the same patient. The gas company inspected the gas connections and didn't find any issues with connections or pressures in the unit. The ventilator continued to perform properly following the service engineers visit. The customer performed maintenance on their gas blenders and there have been no further incidents since. No part was replaced. The evaluation of received device logs shows alarms for high/low o2 concentration on the reported date of event april 30, 2021. The o2 concentration had been adjusted several times. Other clinical alarms that may be related were also generated. All performed pre-use checks had passed. The conclusion is that no technical ventilator malfunction related to the event was found. The ventilator alarmed as per design to alert the operator about ongoing issues. It is likely that the hospital had problems with its gas delivery system, but this has not been confirmed.